Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "tissues began to separate" were staples seen in the surgical field? Were any staples delivered into the tissue? If yes, what was the staple formation (unformed, malformed, legs straight)?

Event description:
It was reported that during a veterinary surgery (reconstitution of intestinal transit), performed all of the steps by getting the marker within the green unmarked space under the black line. When firing it did not make a sound and during the beginning of withdrawal of the warhead, the tissues began to separate, invalidating the procedure. The same procedure was done with the second circular stapler (21 mm) and the product made the noise and concluded the perfect marriage of lips.

Manufacturer narrative:
(B)(4). Batch # p55597. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.